Event description:
During a shunt pta treatment procedure, inflation difficulties were encountered. Upon inflating the sasuga balloon, leaking of contrast was noted from the mid shaft of the catheter. Consequently the balloon was never inflated. The lesion being treated was an 80% stenotic lesion in the brachial vein. The procedure was successfully completed using another sasuga ham pta balloon dilatation catheter. No pt injury or complications were reported. Pt status is reported as 'good'.